Event description:
It was reported that during an anterior cruciate ligament (acl) procedure, 3 blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported there was a slight delay to change the blade and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.